Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break. Block h11: the device was not returned for analysis and was disposed; therefore, a technical analysis could not be performed. It was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event handle break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unable to exclude device problem".

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the handle of the trapezoid rx broke during the process of crushing a biliary stone. The procedure was completed with another same device. There were no patient complications as a result of this event.